Event description:
Upon interrogating the patient's device, it was observed that the battery indicator was at 25%. The patient has been implanted less than 2 years and the provider suspects that it is depleting prematurely. A review of device history records for the generator shows that no unresolved non-conformances were found. Results of the internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths

Event description:
Additional programming data for the device was reviewed.

Event description:
Additional programming data for the device was reviewed.

Event description:
It was reported via clinic notes received that the patient is now referred for generator replacement. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient's device has been explanted and replaced due to prophylactic reason. The patient's explanted device was discarded. No additional relevant information has been received to date.